Manufacturer narrative:
Reporter is synthes sales consultant. (B)(4). A product investigation was conducted. Visual inspection: upon visual inspection of the complaint device it can be seen that the screw is broken at the shank section, this thus confirming the complaint description. In addition, the broken off screw tip we haven't received for evaluation. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Document/ specification review: drawings and revisions are in accordance to DHR of production lot l931813. All relevant features are defined on the used drawing revisions of DHR of production lot l931813. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we assume that an overloading situation could have led to this issue. The investigations performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/ or preventative action is proposed. A device history record (DHR) review was conducted: part: 04.005.542, lot: l931813, manufacturing site: (B)(4), release to warehouse date: 07 june 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date trochanteric fixation nail advanced (tfna) nail broke in an elderly patient. The event did not occur during a procedure. The nail was removed in surgery and revised with a bipolar hip. No further information is available. During preliminary analysis of the returned devices on (B)(6) 2020, it was noted that the locking screw is broken in two parts. Concomitant devices reported: tfna helical blade (part: 04.038.390s, lot: h781841, quantity: 1), 5.0 locking screw 46mm (part: 04.005.536, lot: 3l35483, quantity: 1), tfna end cap (part: 04.038.005s, lot: 2l34487, quantity: 1); tfna fem nail ø12 r 130° l420 timo15 (part # 04.037.262s, lot # h580434, quantity 1). This report is for one (1) 5.0mm ti locking screw. This is report 2 of 2 for complaint (b)4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d11: additional concomitant device locking screw ( part# 04.005.542, lot# l931813 , quantity#1) was reported inadvertently as concomitant device on follow-up-1 report. It is not a concomitant device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant device reported as locking screw ( part# 04.005.542, lot# l931813 , quantity#1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.